Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: panel disconnect and invalid serial number alarmed.

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #1 cer (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during start up with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be defective vu and ip esm board. After replacing the vu and the ip esm board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defects on the vu and ip esm board could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following description: panel disconnect and invalid serial number alarmed.